Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) (rev. A) is currently available. This document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a newly implanted patient developed a major chest wall bleed a day after their device implant, on (B)(6) 2022. The bleed was related to the implant procedure. A reoperation was performed. The patient was also given multiple blood transfusions on (B)(6) 2022. The patient was noted to be on warfarin and heparin at the time of the event. No further information could be provided due to the hospital's patient privacy laws.